Event description:
It is reported that a resolute integrity drug eluting stent was successfully implanted in the lad. Three days post the index procedure, the patient presented with stent thrombosis. The physician felt that an edge dissection or disease that was not fully covered during the index procedure may have caused the thrombosis. A bare metal stent was implanted in treatment. Physician from index procedure feels the patient was plavix resistant, and could not equate this event to the resolute stent. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure- dissection & stent thrombosis; patient's condition affected effectiveness of device -(tight, 90% calcified lad lesion most likely contributed to the event); predisposed to event (resistance to plavix coupled with the possible dissection most likely contributed to the stent thrombosis). Evaluation conclusion: lesion morphology - (tight, 90% calcified lad lesion most likely contributed to the event). (B)(4).